Event description:
During cardiac catheterization and closure of atrial septal defect with cardioseal device, proper device placement could not be achieved. The device was removed from the heart. During attempts to remove from the femoral vein the device could not be completely collapsed into the sheath. The device was thus removed without the sheath resulting in femoral vein laceration. The laceration required formal surgical repair.